Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast implantation procedure of unknown type with gel mentor breast implants of unknown type and experienced bilateral rupture and capsular contractures. Patient stated mammogram noted ruptures and capsular contractures and that a healthcare professional confirmed ruptures. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 270 cc breast implants on (B)(6) 2017. This medwatch report is for the right breast implant.

Manufacturer narrative:
On 6/18/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Brown material was observed within the device. White material and gel was observed on the shell surface. Pe discovered a rent measuring approximately 0.4 within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that it was reported incorrectly that device history record has been reviewed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/18/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Brown material was observed within the device. White material and gel was observed on the shell surface. Pe discovered a rent measuring approximately 0.4 within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white material found on the device. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/26/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/26/18, it was reported to mentor that the date problem observed was (B)(6) 2017. In addition, the date of explantation was (B)(6) 2017. In addition, the patient age at the time of the event was (B)(6) years old. The date of original implantation was prior to 2000. Manufacturer¿s reference number: (B)(4).